Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. Additional information.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. D4: batch # 467c75. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. Once the device completed the firing sequence the knife returned home as intended. Device history review. A manufacturing record evaluation was performed for the finished device batch number 467c75, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on the 6th firing on a lap sleeve case was attempted with a gst60w. The surgeon reported that the device fired part way and then was unresponsive. The home button would not work. The jaws did not open. The battery was removed, rotated and reinserted 3 times, with no response from any of the controls. The surgeon cranked the manual override, and was able to open the jaws of the device. He was unable to straighten the articulation joint, and so removed the device with the trocar. There was a 5 minute delay. No fragments made. No patient harm.